Event description:
Mother reported, the menu button on the infusion device does not function correctly. Mother had to press the button repeatedly over several minutes for the infusion device to respond. This occurred once before, approximately 3 weeks ago, and mother reported the menu button feels different than the check button. The pt has had elevated blood glucose of up to 17 mmol/l (306 mg/dl) due to a cold or the flu. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.